Manufacturer narrative:
Additional information: manufacture date.

Manufacturer narrative:
Patient information was unavailable from the site. Missing manufacture date. No part returned.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the device shuts down when pulling the power cord from the wall.

Manufacturer narrative:
Manufacturer updated to proper value.

Manufacturer narrative:
Correction: 1723170-2018-03694 sequence 1 missing legal statement the suspected uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that returned hardware appeared to be unused/new. Analysis found that the returned hardware functioned as expected.